Event description:
It was reported that three (3) large volume infusors leaked from an unspecified location. There was liquid leakage in the transparent plastic housing. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 26-27, 2024. H11: three (3) devices were received for evaluation without containing fluid in their bladder. Leak test was performed, and a very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.